Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the thrombectomy process, it was accidentally broken during the third pull out of the body, at the non-detachment point was broken, and the tip (proximal end) of the stent-pushing wire was partially broken in the skull. The stent remained in the body and needed to take medicine. There had been resistance during delivery in the proximal section of the catheter. The pushwire was torqued during the procedure. The device and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for ischemic stroke in the m1 end. Mrs baseline was 4 and mrs procedure was 4. Nihss baseline was 12 and was 12 post procedure. Tici was 0 baseline and 2b post procedure. IV tpa was not contraindicated. 3 passes were made with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 8 hours.

Manufacturer narrative:
Product analysis: as found condition: the solitaire ab pusher was returned for analysis within a shipping box and within a plastic bio-pouch. Visual inspection/damage location details: no bends or kinks were found with the solitaire ab pusher. The solitaire ab pusher was found separated at the buffer weld within the shrink tubing. The marker coil, distal wire, and stent were found separated and not returned. Testing/analysis: the pusher was sent out for sem (scanning electron microscopy) failure analysis. Per the analysis report, the wire failed via fatigue. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery / retrieval¿ and ¿pushwire break/separation¿ reports were confirmed. Device separation can occur if the device is advanced/retrieved against resistance. In addition, as the pusher was torqued during the procedure this likely contributed to the device separation. Possible causes of resistance include use of an incompatible catheter, catheter damage, patient vessel tortuosity, user does not maintain continuous flush or maintain the correct flush rate. The patient's vessel tortuosity was moderate. Information regarding if a continuous flush was maintained not reported. The catheter used in the event was not returned. In addition, the make/model of the catheter was not reported. Therefore, any contributing factors from the catheter could not be assessed. The cause for the reported resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.